Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and passed all functional testing. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-01687; related manufacturer report 1627487-2021-01688. It was reported that patient was unable to receive effective therapy from his initial permanent implant. Physician suspected the pain may be due to patient¿s sacroiliac joint. The system was explanted. There were no complications during the procedure. Patient was stable.